Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009, and mesh was implanted. It was reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(6). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary problems, recurrence, dyspareunia, and urinary retention. It was reported that patient underwent urethral lysis and lysis of the sling and cystoscopy on (B)(6) 2013 by dr. (B)(6) due to urinary retention. No additional information was provided.

Manufacturer narrative:
.